Event description:
Pole clamp body detached from pump while hanging on IV pole. Pump fell to floor causing damage to both pump channels. There was no report of any injuries resulting from the pump falling, and it was not documented whether or not the pump was in use at the time.